Manufacturer narrative:
Additional information: through follow ups we learned that the material turned out to be small fragments left over from the reprocessing of the customer's own instruments. The customer indicated encountering the problem twice more which led to identifying the event as a reprocessing issue. The customer confirmed that the issue had nothing to do with the healon product. Corrected data: per further review of the file, it was noted that this event is no longer considered reportable per our procedures as the customer confirmed that the issue had nothing to do with the healon product since the small fragments originated from reprocessing of their own instruments. Therefore, no further reports will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3: the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on several occasions, a small piece of string or thread was observed in the healon liquid. The customer stated that this material was injected into the eye along with the healon, and was subsequently removed when the liquid was suctioned out. The customer indicated that this had occurred multiple times but noted that the material left the eye during the suction process and had not caused a significant problem. No patient harm was reported. No further details were provided.